Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. It was reported that the patient had a large rash on her back under the therapy electrode pads. The rash was reported to be the size of the te pads. The patient's doctor recommended the use of cortisone cream on the area. During a follow-up the patient reported that she had not yet used the cream provided by the doctor so the irritation was still the same. The final medical outcome of the irritation is unknown. There was no alleged device malfunction.